Event description:
A falsely depressed creatinine (cre2) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument. The repeat result was higher than the discordant result. The repeat result was reported to the physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed cre2 result.

Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported that a falsely depressed creatinine (cre2) result was obtained on a patient sample on a dimension exl with lm instrument. Siemens remotely troubleshooted the depressed result with the customer and the customer performed the requested maintenance and ran system check, which passed. Then, the customer ran a precision study. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse replaced the 600 and 452 filter, reagent arm 1 probe's idler gears and ultrasonic. Then, the cse performed all alignments. Then, the cse ran system check 2 times, which recovered acceptably. The customer ran quality control and multiple assays were out of range. Subsequently, the cse replaced the sampler arm, sampler pump metering and flush syringes, and reagent 1 flush syringe and adjusted pump gap. Then, the cse ran 60 sample probe absorbance (sabs) tests and system check, which passed. The cause of the falsely depressed cre2 result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2022-00077 on 14-apr-2022. Additional information (25-apr-2022): siemens further investigated the issue and determined that quality control was in range and no issues were noted with other patient samples, indicating that the instrument and reagents were performing acceptably. Siemens concluded that sample integrity issues or preanalytical variables potentially contributed to the falsely depressed creatinine (cre2) result. The instrument also required maintenance, which also potentially contributed to the discordant result. The instrument is performing according to specifications. No further evaluation of this device is required.